Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, with no recurrence of the malfunction. It was advised to call back if the issue reappears, and the customer understood. Customer may continue to use the pump.